Event description:
It was reported that during preparation for an ablation procedure to treat using an intellanav stablepoint open-irrigated catheter to treat atrial fibrillation they discovered that saline failed to flow through one of the six irrigation points of the catheter, no error messages occurred. They exchanged the catheter and were able to complete the procedure without patient complication. The catheter is not expected to be returned as it was disposed of by the site.